Event description:
It was reported by service report that the cot was leaking hydraulic fluid. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: hydraulic fill plug.